Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported patient did not charge the scs ipg for approximately 5 years wherein the ipg was reportedly confirmed inoperable. Surgical intervention may be pending to address the issue.

Event description:
Further follow-up indicates the patient's ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.